Manufacturer narrative:
Section d10 returned to manufacturer on, of the initial medwatch report should indicate: 01/28/2019.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; the customer stated that he is unable to disseminate patient information.

Manufacturer narrative:
Returned to manufacturer on, of the initial medwatch report indicated: blank returned to manufacturer on, of the initial medwatch report should have indicated: 01/28/2019 new information for supplemental medwatch 001: physio-control reviewed the electronic records from the device and was able to verify that there were three (3) unexpected losses of power during the reported event. Physio-control observed that device battery # 1 was at a 0% state of charge, so the device was attempting to switch from battery # 1 as the power source to the auxiliary power source (the ac power adapter) and was unable to do this, resulting in an unexpected shutdown. Based on the available information, physio-control has determined that its reasonable to conclude that the likely cause of the reported issue was the auxiliary power connector, which connects to the ac power adapter cable. The device's electronic records indicated that the device was unable to use the ac power adapter as an auxiliary power source and the ac power connector was physical damaged which likely caused an intermittent connection between the device and ac power adapter.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; the customer stated that he is unable to disseminate patient information.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported issue. The battery pins and the ac power connector were replaced as a precautionary measure. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; the customer stated that he is unable to disseminate patient information.